Event description:
The patient reported on (B)(6) 2013 that she was recently implanted with vns and wanted to know if her passing out the night before could be related to vns. The patient saw her primary care physician and was given contact information for a neurologist. However, follow up with the neurologist indicated that the patient has not yet been seen by them. No additional information has been provided.